Event description:
It was reported that during a procedure to treat an in-stent restenosis (unknown stent), in the mid left anterior descending artery, a perforation occurred. A 3.0 x 26 mm graftmaster was advanced, but was unable to cross and was removed. Although there was difficulty advancing the 3.0 x 16 mm graftmaster, it was able to cross and was implanted; however, the perforation was not sealed distally. A 3.0 x 12 mm graftmaster was advanced, also with difficulty, and implanted distally; however, the perforation still did not seal. An attempt was made to seal the remaining distal perforation; however, the coils were unable to cross. At this time, prolonged balloon inflations were performed for 2 hours, and the patient was given protamine until the perforation clotted off. During the procedure, the patient experienced st elevation, which resolved when the perforation sealed. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional graftmaster stents referenced are being filed under separate medwatch reports. Resistance when advancing to a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. Overall, the physical resistance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. It is possible the stent was not positioned correctly in the anatomy to seal the perforation however this could not be confirmed. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects including EKG/ECG changes and hemorrhage. The additional therapy/non-surgical treatment appears to be a secondary effect of the perforation not being sealed as another stent and prolonged balloon inflations were required to treat the perforation and the patient was treated with medication for the st elevation. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. The device was not returned for analysis; however, it is likely an interaction with the patient anatomy contributed to the resistance during advancement. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.